Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that arctic sun device appears to be cooling patient rather than warming. Patient temperature (pt) was 92.4f, targeted temperature (tt) was 99.3f, water temperature (wt) was 81.3f (not gotten any higher), water flow rate (wfr) was 1.1 l/m. They changed rate to maximum when noticed device was not warming. Only 2 pads attached because of wounds on both legs. Hypothermic patient. Advised to add back 2 pads for legs and just lay to the side away from patient. Noted that optimal flow is obtained by all pads being connected even if not in use. Had restarted the therapy using rate of 0.9f/hr. System diagnostic after a couple of minutes running were outlet monitor temperature (t1) was 78.1f, outlet control temperature (t2) was 78.1f, inlet temperature (t3) was 78.3f, chiller temperature (t4) was 40.8f, water flow rate (wfr) was 1 l/m, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 30 percentage, mixing pump command (mpc) was 0 percentage, heater command (hc) was 41 percentage, water reservoir level (wrl) was 5, system hours was 4614.9, pump hours was 4006.6. Stopped the therapy and drained 16 ounces of water. Nurse stated that resident had stopped the therapy because water temperature dropped and they did not want the patient getting cooled more.

Manufacturer narrative:
The reported issue was inconclusive. The root cause was not able to be isolated. A potential root cause could be due to an overfill. This cannot be confirmed. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions for use were found adequate and state the following: "fill reservoir 1) fill the reservoir with sterile or distilled water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun® temperature management system cleaning solution to the sterile or distilled water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. .

Event description:
It was reported that arctic sun device appears to be cooling patient rather than warming. Patient temperature (pt) was 92.4f, targeted temperature (tt) was 99.3f, water temperature (wt) was 81.3f (not gotten any higher), water flow rate (wfr) was 1.1 l/m. They changed rate to maximum when noticed device was not warming. Only 2 pads attached because of wounds on both legs. Hypothermic patient. Advised to add back 2 pads for legs and just lay to the side away from patient. Noted that optimal flow is obtained by all pads being connected even if not in use. Had restarted the therapy using rate of 0.9f/hr. System diagnostic after a couple of minutes running were outlet monitor temperature (t1) was 78.1f, outlet control temperature (t2) was 78.1f, inlet temperature (t3) was 78.3f, chiller temperature (t4) was 40.8f, water flow rate (wfr) was 1 l/m, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 30 percentage, mixing pump command (mpc) was 0 percentage, heater command (hc) was 41 percentage, water reservoir level (wrl) was 5, system hours was 4614.9, pump hours was 4006.6. Stopped the therapy and drained 16 ounces of water. Nurse stated that resident had stopped the therapy because water temperature dropped and they did not want the patient getting cooled more.